Event description:
Male consumer via e-mail stated that the oral-b toothbrush head fell out of his oral-b power rechargeable toothbrush handle 3753 io6 series and the toothbrush stops while brushing. No injury was reported.